Event description:
Initial info for this unsolicited report was reported by a doctor via sales rep and forwarded by local affiliate (local reference number (B)(4)). After medical review on this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case involves an adult female pt (age unspecified) who rec'd poly-l-lactic acid (sculptra) treatment intramuscular (im) (batch number a1043, expiration date 30-apr-2013) on (B)(6) 2012 for volume correction. Poly-l-lactic acid was reconstituted with water and lidocaine (lignocaine) with 6 ml injected into region #4 (nasogenal furrows and nasolabial folds). On (B)(6) 2012, 1 day after the poly-l-lactic acid treatment, the pt developed redness and swelling. The pt was alright on the evening of the injection. However she noted increased swelling the next day. Steroid had been given as corrective treatment. The pt was recovering. Medical history includes hypertension. Concomitant medications included lidocaine and losartan (cozaar). Corrective treatment: steroid. Action taken: permanent discontinued. Outcome: recovering. Rptr's causal assessment: highly probable. (B)(4). Conclusion was pending.